Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reset (locked) foot extension in, replaced the hard drive and reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the table on the 2800 system will not raise, lower or tilt. It was also noted that intermittently the workstation would not boot. There was no report of pt injury.